Event description:
A malfunction alarm was reported without any prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it with guidance. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.